Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer the caster is broke. MDR filed.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer the hand pendant is not working and the caster is broke. (B)(4).